Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that x-rays will not be taken and there is no patient manipulation or trauma that could have caused or contributed to the high impedance. It was reported that the device was programmed off after observing the high impedance reading. Clinic notes were received which indicated that the patient was referred for generator and lead replacement. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.